Manufacturer narrative:
Additional information: the lesion treated was located in the right mid superficial artery superficial femoral artery (sfa). The lesion was moderately calcified presenting 100% chronic total occlusion (cto). Vessel diameter and lesion length were 6mm and 250mm respectively and the vessel was non-tortuous. No abnormalities reported in relation to anatomy. No issues were noted when removing the device from the tray. The lesion was pre-dilated with a 6mm balloon. The device did not pass through was previously deployed stent. There was no resistance encountered when advancing the device. Non-medtronic 5fr sheath and 0.035¿¿ j-tip standard wire were used during procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the everflex entrust was returned inside a previously opened everflex entrust box with lot a789452 indicated. No ancillary devices were included. The everflex entrust was inspected and found the unit was returned in two separate pouches. The first pouch included the handle assembly broken apart with the thumbwheel detached connected to the pull cable. The distal end of the pull cable was frayed. The other pouch showed the catheter assembly. The proximal end of the silver outer was located approximately 9cm distal the proximal clear luer. The proximal end of the silver outer was buckled and showed frayed material where the pull cable was previously attached. The pusher was shown protruding out from the distal rim of the outer catheter assembly approximately 1.5cm. The stent was not returned. It was verified the clear connector over the blue isolation sheath remained seated. It should be noted the stent was not returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust self-expanding stent system during treatment of the patient¿s superficial femoral artery (sfa). There was no damage to the product packaging prior to use. IFU was followed and the device was prepped without issue. The thumbscrew/lock-pin was checked for securement prior to the procedure. It is reported that the device was advanced to the target area and deployment of the stent was commenced by rotating the thumbwheel following removal of the lock-pin. Approximately half of the stent was deployed and then resistance was felt. The physician applied more force to rotate the thumbwheel and it is reported it felt like something broke or tore in the handle and the stent could no longer be deployed using the thumbwheel. The physician then cracked the handle and manually deployed the remainder of the stent by pulling the internal part away from the rest of the stent. The deployment was successfully completed. No patient injury reported.